Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6).

Event description:
It was reported that the right ventricular (rv) lead had low high-voltage impedance and high superior vena cava (svc) impedance. The physician did not want to revise the lead because the patient had an artificial tricuspid and pulmonary valve. Therefore the implantable cardioverter defibrillator (ICD) was moved from the right side to the left side to ensure a shock field. The rv lead remains in use. No patient complications have been reported as a result of this event.